Event description:
Hcp reported there were volume discrepancies with the pump at the last 2 refills and the pt was complaining about return of symptoms. There was always more medication remaining in the reservoir than expected. The device was explanted and returned to the MFR for analysis. A follow up report will be sent when additional info is received.